Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The right plunger case was broken and missing internal plastic plunger parts, the top case corners were chipped, and the bottom case gasket and tabs were broken. No motor rate error codes were present in the event history log (ehl). It was not possible to perform the occlusion test due to missing plunger parts therefore, the customer reported issue of a motor rate error was not duplicated. The investigation process revealed signs of normal wear to the motor assembly, the motor mount was an old style, the blue worm gear was old with wear evident on the worm coupling. The top case and plunger case were damaged. Root cause would be attributed to normal wear due to customer use. To correct this issue, the stepper motor, worm gear, worm coupling and motor mount were all replaced. Also replaced the lead screw and both clutch halves as a preventive measure. The top case and plunger case assembly were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device presented motor error message. Also, the top case and plunger case were damaged, with the right plunger plastic case missing. No patient injury was reported.